Manufacturer narrative:
Concomitant medical products: light blue swab caps, therapy date (B)(6) 2017. The customer¿s report of a leak at the IV spike was not confirmed. The set and concomitant connectors were visually inspected and no anomalies were observed. Functional and pressure testing resulted in no leaking from any of the components, tubing, or connections. All components, tubing, and connections were manipulated and were intact with no disconnections observed. The root cause of the reported event was not identified.

Event description:
The customer reported a leak at the IV spike which occurred on 15wt. There was no report of patient harm.